Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis found two curved openings in the anterior shell of the device. No blockage of the diaphragm valve was noted. Leak testing confirmed the two openings in the shell and microscopic analysis identified the openings as having striated edges consistent with damage from a surgical tool. Device labeling: avoiding damage during surgery - care should be taken not to damage the prosthesis with surgical instruments. Do not insert or attempt to repair a damaged prosthesis. Use care in subsequent procedures such as open capsulotomy, breast pocket revision, hematoma/seroma aspiration, and biopsy/lumpectomy to avoid damage to the implant shell or valve. Do not contact the implant with disposable, capacitor-type cautery devices.

Event description:
Healthcare professional reported that a device had a "hole in it". Device was not implanted.